Event description:
Reported an infusion pump with a low battery. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated they have no record of patient incident involving the pump since the last baxter service event and no patient injury had been reported. Though requested, no additonal information was provided regarding patient's demographic, medication involved, or device programming.